Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection. Additionally, it was indicated that the implantable cardioverter defibrillator (ICD) system reason for explant was also due to the lead was fractured. Furthermore, the patient was previously re-implanted with this s-ICD along with electrode and this system still remains in service. There were no additional adverse patient effects reported.